Manufacturer narrative:
Electronics module assembly was evaluated by simulated use testing and was unable to duplicate issue.

Manufacturer narrative:
Evaluation in progress.

Event description:
System set up for case. While waiting for gasses, noticed ultrasound image toggling back and forth between sagittal and transverse views. Could not get toggling to stop. Called technical support, thought issue had been resolved following 3 mock cases. Brought patient into the room, placed under anesthesia. Started pretesting the probes and the ultrasound began toggling again. Could not control any functions. Doctor decided to cancel the case and reschedule.